Event description:
Information received by medtronic indicated customer reported broken rails in insulin pump. No harm requiring medical intervention was reported. Troubleshooting was performed, and the customer will discontinue to use the device. The device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit p-cap / reservoir locked properly in place and passed displacement test. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked retainer ring. Cosmetic damage at the belt clip rails(crack) was not confirmed, however, other cosmetic damage confirmed where scratched case, pillowing keypad overlay, cracked keypad overlay, and cracked retainer ring was noted. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.